Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This is 1 of 3 MDR submissions as mw5183715 is associated with medwatch# mw5183716 and mw5183717.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: a customer reported receiving a letter, it was indicated that three adc devices was listed; two devices with the same lot number and another device with its own lot number. There was no alleged adc device related issue. There was no patient consequences or third-party treatment reported for the issue. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information available, there was no report of serious injury associated with this event.